Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician was pulling the first mesh leg through the sacrospinous ligament with the capio device, the physician encountered resistance and the lead suture detached at the point where it meets the dilator. The lead suture (with the needle at the end) was captured inside the capio device. The physician used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician was pulling the first mesh leg through the sacrospinous ligament with the capio device, the physician encountered resistance and the lead suture detached at the point where it meets the dilator. The lead suture (with the needle at the end) was captured inside the capio device. The physician used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
A DHR review did not reveal any manufacturing related issues which might have caused or contributed to this event. Visual analysis of the returned uphold mesh assembly showed that the lead suture was broken off the blue and white dilator, confirming the reported complaint. The capio device was not returned with the uphold system; therefore, an analysis is not available and we are not able to determine the relationship between the capio device and the reported complaint. A review of the labeling, including the directions for use contain a precaution to "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable root cause for this event was determined to be operational context.